Event description:
Operating staff report that while surgeon was utilizing an 8mm mega needle driver in a robotic assisted surgery one of the cables broke. The cable evidently moves the tip of the device when handpiece is triggered (moved). You can visualize the cable sticking out the tip of the device. The device is evidently meant to have "10 lives." After each case the device is sent to our sterile processing department and re-used until the 10 uses have expired. The device in question was on its 10th use. No injury to patient; surgeon confident no pieces of the cable entered the surgical site. Device sequestered and removed from field. New device of same type/model obtained and used to complete the case with no further issues.